Event description:
It was reported that the right atrial exhibited intermittent capture and p-wave amp variation. It was discovered that the lead was dislodged. The lead was explanted and replaced. The patient was in stable condition.